Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer noted one of the eyes on the surgeon side console (ssc) and vision side cart (vsc) had a green tint. The customer performed a power cycle with a breaker reset on the vsc with no change. The customer was starting the case and opted not to try a new endoscope and a second breaker reset. The customer was continuing with the case and was asking for field service engineer (fse) support. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse contacted the technical support engineer (tse) to review the system logs. There were no errors found in the logs. The fse replaced both endoscope controller (ec) and vision processor (vp) to remedy the issue of green tint in the console and vision side cart (vsc) video feed. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to fail the video test. The image on the vsc had a green tint after installing the ec on the in-house system. The light engine caused the tinting issue and will be replaced. The complaint was confirmed by failure analysis. Isi has received the vp; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. .

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis evaluation of the vision processor (vp) was completed. The reported failure could not be reproduced. The vp was installed into a test system and video test were run with 10 minutes sine cycle, 10 power cycles, and sitting idle for 1 hour. The system came up with no errors and had good video. The issue was caused by the endoscopic controller, not the vp.